Event description:
Reportedly, during an implant procedure, absence of pacing was observed at ventricular level after leads connection. The physician cleaned the lead and connected it again to the pacemaker but the problem still remained. Another pacemaker was used and no issue was observed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an implant procedure, absence of pacing was observed at ventricular level after leads connection. The physician cleaned the lead and connected it again to the pacemaker but the problem still remained. Another pacemaker was used and no issue was observed.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20200611 - file-2020-00862 - analysis_and_closure_report_resp-2020-00678.pdf].

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implant procedure, absence of pacing was observed at ventricular level after leads connection. The physician cleaned the lead and connected it again to the pacemaker but the problem still remained. Another pacemaker was used and no issue was observed.